Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a columbus as revision system was implanted during a knee arthroplasty procedure performed on (B)(6) 2019. According to the complainant, following the revision surgery, the patient experienced a possible allergic reaction. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information was received on february 17, 2021 which provided the following case details. After approximately one (1) year, the patient experienced swelling at the cemented area and burning below the implant. The patient tested positive for a titanium allergy. Additionally, the patient was recently diagnosed with the implant leg short by 1". Reportedly, a bone study performed prior to the revision surgery revealed the leg to be a normal length. The patient had all metal fillings removed in last two months. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Corrected information - block d1, d4 (part #, catalog #), e4. Manufacturer site evaluation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
No change required.